Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, customer completed a supply change in an attempt to resolve the issue; however, issue persisted and customer primed the tubing. Customer¿s blood glucose level was 162 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.